Event description:
It was reported that patient underwent an abdominal surgery that resulted in an infection, as a result the system was explanted. While in extraction procedure externalized conductors were observed on rv lead. While removing the lead a conductor fracture was observed. No electrical anomalies were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.